Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an issue was encountered with a patient on a 10 mg/ml high concentration pca receiving an unintended extra 1mg. The order was for a 5mg pca dose, with a 30-minute lockout and a one-hour dose limit of 5mg, with no continuous rate. At 11:20, the patient pressed the button and received the dose. At 12:08, the system automatically administered a 1mg dose without the patient pressing the button, possibly at the kvo rate. A different pump was tried, and the same issue occurred. There was patient involvement, and no harm/adverse event reported.